Manufacturer narrative:
Unit passed displacement and active current measurement tests; it failed sleep current measurement and self tests. The self test returned a hardware low level failure alarm. In addition to this, adjusted the audio options audio volume 1-5, and each setting sounded the same. Pump error 63 is confirmed in the formatted history file (variable info = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. The battery cap contacts fell into the battery compartment before visual inspection. The middle (enter) keypad button is cracked. (B)(4).

Event description:
It was reported that their insulin pump was not working. The customer¿s blood glucose was 329 mg/dl, 347 mg/dl. Insulin pump was bumped and customer stated that they noticed contacts were missing. When customer changed out the battery the contacts was fell. The insulin pump will be returned for analysis.

Manufacturer narrative:
Updated h9: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.